Event description:
It was reported that the patient underwent surgery to replace their tactra with an ambicor penile prosthesis (app) as the patient experienced distal erosion. There were no patient complications.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom of erosion is a known risk associated with tactra procedures and is noted as such in the device instructions for use. Device history record (DHR) review: DHR and ship history reviews cannot be performed as the lot and serial number for the component were not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the tactra instructions for use (IFU) were reviewed. The patient symptom of erosion was found to be listed in the IFU. There is no evidence that the device was used or handled improperly. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent surgery to replace their tactra malleable penile prosthesis with an ambicor penile prosthesis due to distal erosion. There were no additional patient complications reported.